Event description:
It was reported that the system 9800 had a noisy x-ray tube and that it displayed communications failure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The x-ray tube was found to be very noisy. The communications failure could not be reproduced. The x-ray tube was replaced. The system was calibrated, and found to be working as intended and placed back into service.